Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the supply bag fell and disconnected. The hp confirmed a supply bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm and explained se 2240 indicates air has entered the set up. The hp confirmed a supply bag fell and disconnected. The hp stated she would contact the nurse to inform of the incident. There was no patient injury or medical intervention reported.